Manufacturer narrative:
Engineering could not confirm the reported issue due to limited information provided for investigation. Four good faith efforts (gfe) were made for additional information however, as of (B)(6) 2022, no responses have been received from the customer (see attached gfe). Due to lack of information that is required to complete the investigation, engineering is unable to confirm the reported issue. The root cause cannot be determined based on the information provided as the provided information is limited. As the failure cannot be replicated and no root cause can be identified, this record cannot be linked to any existing modefs or fmea line items related to the reported issue. A review for similar complaint shows the reported issue is a known issue however the root cause is specific to each individual case. A review of the device history record (DHR) was performed. There are no reports of nonconformance that relate to the reported incident. This issue will be tracked and trended in the monthly complaint trend review meetings.

Event description:
It was reported during a monarch bronchoscopy the patient sustained a small pneumothorax. There was very limited initial information provided, and no response after reaching out to the customer on multiple occasions.